Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Examination identified the proximal shaft was broken and kinked at the strain relief and .6cm, 1cm and 32.5cm from the strain relief. Functional testing was performed by placing the device in the angiojet console. Functional testing showed a leak at the male connector with female luer during the prime cycle and the device would not prime and the ¿check saline supply¿ error was displayed. The investigation conclusion for leak at the male connector with female luer during the prime cycle is design specification as the device problem was traced back to the design specifications. The investigation conclusion for the shaft damage, including the shaft break, is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(6) 2018. It was reported a system error occurred. An angiojet ultra pe catheter was selected for use in a thrombectomy treatment procedure of the pulmonary artery. While priming the catheter, outside of the patient, the catheter pump started leaking saline and the system gave a ¿check saline supply¿ error. Priming was unable to be completed. The device was exchanged for another pe catheter and the procedure was completed successfully. There were no patient complications. The patient was noted to be stable post procedure. However, the returned product analysis revealed that the shaft is fractured.